Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and the investigation performed, the root cause of the reported sealant misdeployment could not be conclusively determined. The vascular surgeon performed surgery to remove what was assessed as polyethylene glycol (peg) from the leg, however, without source documents or the material to perform chemical analysis of the composition, this could not be confirmed. Additionally, based on the information provided, it is unknown if the material was sent to pathology. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
The aci sales professional reported that a female patient had undergone a peripheral intervention on (B)(6) 2010. The patient had a history of pvd and a previous peripheral intervention (bypass graft). It was reported that there were multiple sheath exchanges. Following the procedure, mynx was chosen for femoral artery closure. The physician was in training to the use of mynx, and with the aci sales professional present, prepped and deployed the device per IFU. The aci sales professional noted minimal blood around the procedural sheath. Temporary hemostasis was achieved but the physician reported that after "shuttling down" he felt a second bump which felt "funny." There was also slight bleeding from the advancer tube. It was reported that the physician removed the device and held pressure for 1 minute and the tech held an additional 4 min of pressure. Hemostasis was achieved with the mynx, however, immediately after closure, the patient complained of a cold leg. A doppler study was performed which confirmed the patient's pedal pulses were non-existent. The physician who deployed the mynx was a vascular surgeon and therefore performed surgery to remove what was assessed as polyethylene glycol (peg) from the leg. It was reported that the peg had gone into the patient's previous bypass graft. It was also noted that there was a lesion at the puncture site. The patient was discharged from the hospital the following day ((B)(6) 2010) with no further clinical sequela.